Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not open. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the force bipolar instrument was not opening on the system, and was not gripping any tissue. The procedure was completed robotically with spare instrument, and there was no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not confirm the customer reported complaint of will not open." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly.